Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) inappropriately due to rapid ventricular response. Boston scientific technical services (ts) and the health care professional (hcp) discussed reprogram options and medical management to control rvr. This ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that this ICD was explanted due to unknown reasons and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) inappropriately due to rapid ventricular response. Boston scientific technical services (ts) and the health care professional (hcp) discussed reprogram options and medical management to control rvr. This ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that this ICD was explanted and returned for analysis. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.